Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account stated that the head hi/low function is drifting down. He has cleaned and reseated the head hi/low down valve, but the problem returned.